Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. Reportedly, the customer had to press on the wake button multiple times in order to lock or unlock the screen. Customer's blood glucose ranged from 54-350 mg/dl, but was usually under 200 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.